Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, when getting to the cut distal femur screen during a cori assisted tka surgery, the screen popped up with an ¿internal error¿. They hit ¿ok¿ on the screen, then quit out of the case and the system took them to the main page of the case. They entered back into the case, hit ¿resume operation¿ and hit ¿yes¿ to use the previously saved data. They recalibrated the drill, checked the checkpoints, and resumed in the cutting phase. The procedure was completed, with a non-significant delay, using the same device. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
Section h10: the real intelligence cori, pn: rob10024, sn: sn000400 used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. The application log file (navio.log) confirmed the intraop exited upon transitioning to ¿cut femur,¿ confirming that the intraop likely crashed, and displayed the internal error message to the user. An internal error message is a result of an intraop crash. However, the log files (naviosystem.log, xsession.log, and/or coredump) needed for further investigation of the intraop crash were not provided for review. The most likely cause of the internal error is an occurrence of a known software defect that is under investigation. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Internal complaint reference number: case-2021-00086408-1